Event description:
At the conclusion of the procedure as the physician attempted to remove the sheath, the sheath broke into two pieces. A vascular surgeon was called in to remove the sheath fragment. Pt is reported as fine and the device is being returned for analysis.